Event description:
The customer reported shock not delivered with internal paddles. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and found the internal paddles connector had a bent pin. The internal paddles were replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the internal paddles where a shock could not be delivered.